Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle went through. The following was translated from spanish to english: when inserting and moving the catheter, it moved, so it was removed and the abnormality was evident.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Customer provided to us the additional information on 26.sep.2023. What is the batch of the product? 38831214. How was the procedure completed? The boss notices that the catheter has come loose, removes it from the report and turns himself in. Has there been any harm to the patient/healthcare professional? (Detail) there was no damage. Was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) there was no need for medical intervention. Customer provided to us the information below. The lot that is 3027576.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3027576. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the product was observed used with the needle through the catheter component. As the catheter was used, it is not possible to confirm that the transfixed catheter resulted from the manufacturing process. If the catheter had already been transfixed by the needle before puncture, the product would not have been usable. It is most likely that this incident resulted during the handling of the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.